Event description:
The dentist reported that a abutment screw became loose on the custom abutment restoration. It was placed on (B)(6) 2017 and removed (B)(6) 2017. The patient has a new restoration.

Manufacturer narrative:
Visual inspection of the as received abutment screw identified general signs of usage. There was noticeable wear around the bottom threads. The screw hex had minimal wear but did not appear to be stripped. The complaint was not verifiable, as the event is referring to loosening and the exact details of the device usage could not be replicated. The lot number of the abutment screw was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.